Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised right side frame broke at a weld where back cane and frame meet.